Event description:
Patient's baclofen pump failed and he was sent to the ER then admitted to the picu for baclofen withdrawal. The pump was shown to be in 'safe mode' since 2 am that day. 'Safe mode' is a safety system which stops the pump if it detects an error. Patient had this pump replaced with a new pump at 1500 the following day. At approximately 0800 on post op day 1 (day 2 of admission), medtronics notified one of our physicians that the pump implanted into the patient during this admission to the hospital was involved in a voluntary removal advisory. The company later stated that the pump was not subject to the advisory and that it did not need to be removed. After further confirmation, the company then told us the pump was subject to the voluntary removal due to alarm concerns. The family elected not to remove the pump at this time.the original baclofen pump did go into safe mode without clear explanation of what went wrong and required surgical replacement. It did alarm as intended, but our understanding is that safe mode shuts down the infusion, so it does put the patient at risk for a life threatening withdrawal. We do not have any of the identified devices in our inventory.